Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/20/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed due to "call tech support" error that was observed on the screen. Functional testing was performed and the test failed. The customer complaint was confirmed because there was no audio output. The root cause was determined to be a defective speaker.